Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a serious injury event. The customer stated they fell right on the floor, their brothers tested her, and the emergency response service was called. The customer also reported that their brother found the tubing was severed right in half and they were not getting insulin. When the emergency response service came, they were told to keep the insulin pump at home. The customer was in the hospital for 5 days. The customer was in the intensive care unit for a day then put in a regular room. The customer stated they were completely blank. The time and date of the hospitalization was unknown. The customer believes their blood glucose level at the time of hospitalization was around 1000 mg/dl. The caller was unsure if they were wearing the insulin pump at the time of hospitalization. Troubleshooting on the insulin pump was not performed due to the customer unable to see the insulin pump well. The device will not be returned for analysis.